Event description:
The patient's stimulation target was her waist down to her feet. After helping a friend move, the patient experienced stimulation in her lower back. She had stimulation in her shoulders whether the implantable neurostimulator was on or off. The patient felt a cold sensation down her back like 'something is running down it'. The patient continued to feel stimulation in her target areas. Her status was reported as 'good'. The patient had not seen her managing physician in years and was provided a list of hcp's. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.